Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient was seen in-clinic for a wound check with redness and pain around the pocket site. No report of infection, but the plan was to treat with antibiotics and continue to monitor the patient. No further issues have been reported.